Event description:
Pt had left total hip arthroplasty (tha) on (B)(6) 2011. Previously, pt had right tha at (B)(6). Biomet devices were used. Pt required left tha explantation/revision of acetabulum and femoral head due to loosening of the acetabular component, reasonably due to metallic debris. Devices that were explanted are: cup (38mm m2a) and head (28mm m2a). Descriptions provided by biomet representative. Intraoperative report from (B)(6) notes the head to be catalog # 11-173660 (lot # 814260) and the acetabular cup to be catalog # 15-105054 (lot # 727980). Upon request of pt, the explanted components were sent to the pt's attorney. Components are no longer available to the facility. Biomet representative mark bublick has received a copy of this report on behalf of biomet.